Event description:
It was reported that the patient¿s stimulation was too strong when the stimulation was on and the patient was feeling stimulation when the stimulation was turned off. It was noted that the patient was worried that their implantable neurostimulator (ins) was coming towards the end of life. At the time of the report, the patient¿s ins voltage was 2.52 volts which was noted to not be imminently low. An impedance check was done with multiple electrodes coming back with 690 ohms and electrode 3 at 1395 ohms. It was noted that electrodes 13, 34, 35 and others were question marks for impedance. It was noted that the patient¿s stimulation issues began in (B)(6) but before that everything was fine with the stimulation. It was noted that when the patient¿s stimulation was on it was too strong so the patient was not able to turn their stimulation on. It was noted that even with the stimulation off the patient felt stimulation in ¿all different spots¿. If the patient used a magnet over their ins from a previous device, they had they were able to lower their stimulation to a tolerable level when the ins was off. It was noted that the patient was not getting enough stimulation to help and it wasn¿t helping their pain as much. It was noted that there was no evidence of a power on reset. The impedance test was re-run at a higher voltage and the results were 01 = 819 02 = ? 03 = 1245 04 = 989 05 = 989 06 = 989 07 = 989 12 = ? 13 = 1245 14 = 989 15 = ? 16 = ? 17 = 989 23 = 989 24 = 989 25 = 989 26 = 989 27 = 989 34 = 1245 35 = ? 36 = 989 37 = ? 45 = ? 46 = 819 47 = 989 56 = 696 57 = 819 67 = 696 it was noted that all of these impedance values were within normal range except the ¿?¿ values but there was not a pattern to the ¿?¿ values. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3887-33, lot# j0108061v, implanted: (B)(6) 2001, product type: lead. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2001, product type: programmer. Patient product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1997, product type: extension. Product ID: 3887-33, lot# j0012802v, implanted: (B)(6) 2001, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that their patient programmer was not working and that they had not seen it for 3 years and had misplaced it. A new programmer was sent to the patient. The patient reported that the ins had not worked for 3 years or more, but that they met with a rep the day of the report and confirmed that it was not dead. The patient stated that there was 3 instances where stim was too strong and they wanted to go to the ER. The patient also noted pain in their back, groin, and sciatica down to the knee. The following day the patient called back and stated that in the past the ins had been dead but that they still felt stimulation. On (B)(6) 2018. The patient called again and stated that they were told the ins should have been replaced 3-4 years ago and that the ins had not worked for 3 years. The patient wanted the ins removed because when its not working it runs 'whacky' and stim is too strong. The stim was turning on and off by itself. The patient noted that stimulation was not where it should be as they were feeling it in their neck. The patient had recently met with a rep who programmed stimulation to be comfortable but then stim went away and when it came back it was uncomfortable again. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported the patient had their spinal cord stimulator (scs) removed yesterday (B)(6) 2018. The patient ins was also replaced with a newer model. No further information was reported.